Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient complained of abdominal pain, chest tightness, headaches, and was presyncopal with heart rates in the thirties. The right ventricular (rv) lead exhibited intermittent loss of capture and high threshold values. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.